Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became unresponsive and was unable to illuminate. Customer had the pump plugged in to charge for 30 minutes and stated that the touchscreen turned back on, and is functioning as intended. Customer's blood glucose level was not impacted.